Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 600 mg/dl at the time of the event. Troubleshooting was performed. And the insulin pump was programmed correctly. However, it was found that the customer did not rewind or prime the insulin pump. The correct rewind and priming techniques were explained to the customer. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.